Manufacturer narrative:
The company representative observed the failure reported by customer. The company representative repaired the cable to the motor control board and the motor compartment, and also replaced the motor control board circuit (part number 0671-00-0004) the iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated alarm "electrical test failure code #51" (adjusted motor speed out specification). The iabp was replaced and therapy was initiated.